Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer on resetting the pump for the malfunction and the issue did not recur. The customer was advised to continue using the pump and instructed to report if the malfunction code reappeared.